Event description:
It was reported that during a da vinci s hysterectomy procedure, while the surgeon was taking down fatty tissue using the harmonic ace curved shears instrument with the harmonic ace curved shears insert installed, the blade on the insert accessory broke off and fell into the patient. The broken blade was retrieved laparoscopically and the planned surgical procedure was completed using a replacement insert accessory. According to the da vinci coordinator, the harmonic ace curved shears instrument and insert accessory were inspected prior to use and there were no issues noted during assembly of the devices. A calibration test was performed by the surgical staff prior to use and the instrument passed the test. The generator settings used during the surgical procedure 3 and 5. The da vinci coordinator denied that the instrument made contact with any other instrument during the surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The insert accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the insert accessory is returned or if additional information is received. This complaint is being reported due to the following conclusion: the blade on the insert accessory broke off and fell into the patient.